Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the sf179. The power supply issue could not be confirmed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf179 was due to an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a power supply issue and displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.